Event description:
Per electronic medical record documentation: patient is an adult female. G1p1001 with cin ii on colposcopy for loop electrosurgical excision procedure (leep). Pap 4 months earlier showed atypical squamous cells of undetermined significance (ascus) and (B)(6) colposcopy with biopsy revealed high-grade squamous intraepithelial lesion (hgsil)(cin 2) on biopsy and benign endocervical cutterage (ecc). Patient is married and monogamous. She uses nexplanon for birth control (bc). During leep procedure, cautery with the small rollerball was being used near cervix and it was noted that the plastic sheath of the rollerball was beginning to melt.